Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 391 mg/dl. After troubleshooting, display screen did not return. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test due to blank display. Customer was advised that insulin pump would need to be replaced.